Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her daughter (the patient) alleging that the pump delivered unprogrammed boluses. The reporter indicated that the patient woke up that morning with a low blood glucose (bg) level of "69 mg/dl" and a symptom of hunger. Upon reviewing the pump's bolus history, the reporter noted a bolus of 5.0 units at 10:42 pm and another bolus of 3.05 units at 11:01 pm. The reporter and patient denied that they gave those boluses. They concluded that the pump delivered the boluses without them doing so. The reporter denied that the pump suffered any trauma. She also denied that the keypad had any tactile changes. At the time of contact with anm, the patient's bg was reportedly stable and she was asymptomatic. The reporter did not report any medical intervention in relation to the low bg event. The pump's alarm history revealed only low and empty cartridge alarms. The tdd history revealed a total of 16.65 units for (B)(6) 2012. The pump's advanced features were reportedly programmed as desired. The reporter lost faith in the pump. The device was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump delivered unprogrammed boluses. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury. The patient's reported symptom and bg reading of "69 mg/dl" do not meet anm's criteria for a serious injury.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump bolus history shows several boluses. A review of the total daily dose indicated that the dates changed from (B)(4) 2007 to (B)(4) 2007, from (B)(4) 2007 to (B)(4) 2012, from (B)(4) 2012 to (B)(4) 2012 and then changed to (B)(4) 2012. No un-programmed boluses occurred during testing. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. No damage was found to the keypad. All buttons responded appropriately. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was exercised for 24 hours. Unrelated to the complaint, evaluation revealed that the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.